Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant the guidewire got stuck in the left ventricular lead. The lead was explanted and replaced. The patient was stable post-procedure.